Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump would not sound an alert when an alarm occurred. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. There was no reported impact to blood glucose.